Event description:
The customer reported an issue associated with the autopulse nxt band (lot unknown). During use of the autopulse nxt platform (sn (B)(6), the strap sleeve over the strap starts to shred and gets caught up in the gear. CPR fails, and during patient use in the cath lab, the customer cannot stop therapy to change the band. He had to switch to manual CPR. The customer believes it would be better if the sleeve is not there, just the strap. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
H6 (adverse event problem) and h11 (provide narrative/ data) were corrected. The customer reported complaint that the sleeve of the autopulse nxt band was caught in the gear of the autopulse nxt platform (sn (B)(6)) was not confirmed during archive review or functional testing. The customer reported complaint could not be reproduced. The nxt band used during the event was not returned for evaluation by the customer. During functional testing of the autopulse nxt platform was tested using mztf (medium zoll test fixture) until the battery was completely discharged, and no faults or errors were found. The reported complaint that the sheeting of the nxt band gets caught and shredded in the spools was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.

Manufacturer narrative:
The customer reported complaint that the sleeve of the autopulse nxt band was caught in the gear of the autopulse nxt platform (sn (B)(6)) was not confirmed during archive review or functional testing. The customer reported complaint could not be reproduced. The nxt band used during the event was not returned for evaluation by the customer. The root cause of the customer reported complaint is undetermined and is pending further investigation by r&d. During functional testing of the autopulse nxt platform was tested using mztf (medium zoll test fixture) until the battery was completely discharged, and no faults or errors were found. The reported complaint that the sheeting of the nxt band gets caught and shredded in the spools was not reproduced. Waiting for customer approval for repair.